Event description:
"On or about, (B)(6) 2007," a monarc subfascial hammock was implanted for, "stress urinary incontinence and pelvic organ prolapse." After, and as a result of the implantation of the pelvic mesh product," the pt has allegedly, "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, additional surgery and other injuries." She has also, "experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and has sustained permanent injury."

Manufacturer narrative:
The monarc sling is used to treat stress urinary incontinence. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.